Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose (bg) was ranged from 300- 568 mg/dl with high ketone levels. A correction bolus was delivered to address bg level.